Event description:
It was reported that the pin went into the left nostril of the nurses face and fractured the right orbital floor during a case at the user facility. Attempts are being made to obtain additional information from the user facility.